Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.

Event description:
Physician reported for right side "right breast always been tender, particularly right side axilla and down arm. Routine scanning indicated intracapsular leak right breast. MRI confirmed right rupture." Device has been explanted and replaced.

Event description:
Physician reported for right side "right breast always been tender, particularly right side axilla and down arm. Routine scanning indicated intracapsular leak right breast. MRI confirmed right rupture." Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.